Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had keypad anomaly. The customer¿s blood glucose level was 22 mmol/l. The customer reported that they had issues with insulin pump and received stuck button several times. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.